Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure - (death). (B)(4).

Event description:
During index procedure the patient had four endeavor sprint drug eluting stents implanted in the lad. Approximately 2 months post index procedure the patient expired. The cause of death was cardiac arrest. The investigator has assessed that the event was not related to the device.